Manufacturer narrative:
Product ID: d314trg ICD, implanted: (B)(6) 2012. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated an r-wave amplitude measurement issue. Between (B)(6) 2015 and (B)(6) 2016 r wave amplitude measured between 1.375 and 8.5 millivolts. Analysis of the device memory indicated the right ventricular lead integrity alert. No episodes were collected in the device memory; however, on (B)(6) 2016 lead integrity alert (lia) triggered.

Event description:
It was reported that the device had premature battery depletion and was at end of service (eos) in less than three years. The device was explanted and replaced. It was further reported that the right ventricular (rv) lead delivered an inappropriate shock due to t-wave oversensing (twos) while the patient was exercising. Additionally the r waves were diminished measuring less than 2.0 millivolts. Programming changes were made to the lead and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.